Event description:
The customer reports the transformer for the pump became very hot and started smoking.

Manufacturer narrative:
A replacement transformer was sent to the customer so the original could be returned. No documented evaluation of the returned transformer was done. As the part has since been scrapped, no definitive conclusion can be made regarding the cause of the reported product problem. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.